Event description:
This pt had IV infiltrate into left hand on 5/23/96 resulting in extravasation of mannitol into hand tissue. The pt had pre-existing left arm edema. A heating pad was applied to hand. Exact length of use not known. Three days later blisters noted on left hand. Pt required full thickness skin graft on 7/26/96. Surgeon assessed burn to the thermal in nature.